Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer performed a reset on the pump, and it was confirmed that the malfunction code did not recur. Technical support advised that the customer could continue using the pump and should call back if the malfunction code reappears, which the caller acknowledged.